Manufacturer narrative:
Device received by manufacturer as noted in section d9. The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device is pending receipt by manufacturer. The investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported there was no light. No procedure or patient involvement. No negative impact in state of health reported.